Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and the time of the event are unk. It was reported approx 90 month post stent graft implantation the CT demonstrated distal stent graft migration with no evidence of a type I endoleak. The physician elected to monitor the pt. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Pt will be monitored.